Manufacturer narrative:
Evaluation results - (other): visual inspection of the product found the lens returned in pieces, unable to evaluate. There was evidence of surgical residue. Conclusions - (no conclusion can be drawn): the root cause for this event cannot be determined because the cartridge and injector were not returned, and the lens was received in a condition which made analysis impossible.

Event description:
The surgeon implanted an aq2010v silicone lens, but it broke while being inserted. The lens was removed in pieces with no patient injury or complications. The facility stated it was unknown as to why the lens broke. An msi-pm injector and an aq2.8s cartridge were used, but the lot numbers were not provided by the facility.